Event description:
Caller reported that the indicated battery charge dropped significantly in a short period of time. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug the pump into a working power source, which stabilized the charge, and technical support sent a new wall adapter as a resolution.